Event description:
The customer was hospitalized for dka. According to the md, the cause of the event was dka. It was confirmed that the programming and histories were accurate. The customer stated that an error alarm had occurred. It was indicated that the pump will be replaced due to the error alarm. Troubleshooting was done and the pump passed the functional tests.